Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio2: 1.6, lab: 2.3. Sample was taken from the vial used for the lab draw. Therapeutic range: unk.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. Customer used a venous sample for testing. This product is cleared for use with fresh capillary whole blood. Using non-validated samples may lead to an incorrect interpretation of system results. A review of the batch record for the lot did not uncover any non-conformances. Based on the info available there is no indication of a product deficiency. As reviewed on (B)(4) 2013, 2 discrepant result complaints were reported for lot # 324811 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time as product deficiency was not established.